Event description:
A healthcare provider later reported the onset of diagnosis was (B)(6) 2013. Perioperative antibiotics were administered. The patient did not have meningitis. The patient¿s last refill was (B)(6) 2013. Additional signs and symptoms included redness and pain. The location of the infection was the device pocket, a culture was obtained from the blood of the device pocket and revealed staph. Aureus. The patient was treated with both intravenous and oral antibiotics and the entire system was explanted. The infection resolved. The medication used within the system was compounded baclofen.

Event description:
A representative reported the patient had a pocket infection. A culture was taken from the device pocket, but the results were not provided. The patient¿s symptoms included drainage, incisional wound opening, and fever. The patient was hospitalized the week prior to the report. The medication used within the system was baclofen. The representative later reported that the patient was still hospitalized for wounds management. The patient had a wound vacuum over the pump pocket, which was left in sutured to heal.

Manufacturer narrative:
Concomitant products: product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type catheter; product ID 8731, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2013, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).